Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable tsh elecsys cobas e 200 v2 results for 1 patient sample on a cobas e 411 rack. The initial result was 0.021 iu/ml. The repeated result was 2.02 iu/ml. The repeated result was believed to be correct based on the patient's clinical history. The results were reported outside of the laboratory. The reagent lot number is 51256601 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The customer's calibration and qc were within specification. The field service representative replaced the measuring cell, which resolved the issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.